Event description:
Patient reported left side "rupture", "reoccurring bumps", the "implant is poking out toward the left, very high up" and pain. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported left side "rupture" and "reoccurring bumps and that the implant is poking out toward he left and very high up and pain." Patient additionally reported left side capsular contracture baker grade unknown. Healthcare professional later confirmed capsular contracture baker grade IV. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported a left side capsular contracture confirmed with a mammogram, baker grade unknown.